Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself three (3) times during a recent event involving a patient.  Medical personnel advised that they were able to power the device back on following each loss of power and that the reported issue was not a factor in patient care.  No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient or the event; however, no response has been received.